Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported resistance and balloon rupture is the result of interaction with anatomy which was described as heavily stenosed with heavy calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily stenosed lesion in the right superficial femoral artery with no tortuosity and heavy calcification. A 6.0mm x 80mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with resistance from the anatomy via a retrograde approach. The balloon of the pta balloon catheter ruptured on the first inflation at 8 atmospheres. An additional non-abbott balloon dilatation catheter was advanced to the lesion with resistance from the anatomy and the balloon ruptured at nominal pressure. No further intervention was performed during the procedure and no further intervention is planned for the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.